Event description:
The customer contact reported that the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. Customer contact confirmed that the event occurred during a preventative maintenance testing. It was unknown if the error code was noted in the device history. There was no patient involvement, no reports of any adverse patient events, no need for medical intervention, and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found when powered on the device alarmed with a s321 malfunction alarm code. The probable cause was found to be due to loose motor. This was found to be due to a broken adhesive seal. This report represents all the information known by the reporter upon query by hospira personnel.